Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 27-year-old female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient doesn¿t underwent essure confirmation test". The patient's medical history included endometrial biopsy, pregnancy and peritoneal biopsy. Concurrent conditions included vaginal candidiasis, gonorrhea, obesity, hyperplasia, uterine bleeding, benign cervical tumor, benign peritoneal neoplasm and leiomyoma. Concomitant products included ibuprofen, medroxyprogesterone acetate (depo provera), metronidazole and propofol (anesthesia s/I 60). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On (B)(6) 2016, the patient experienced bacterial vaginosis ("bacterial vaginosis"), 3 years 5 months after insertion of essure. In (B)(6) 2016, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced abdominal pain ("abdomen pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), dilation and curettage). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving, the vaginal haemorrhage, menorrhagia, bacterial vaginosis, migraine, headache, weight increased and abdominal pain outcome was unknown and the fatigue had resolved. The reporter considered abdominal pain, bacterial vaginosis, fatigue, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 230 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 45.9 kg/sqm. Pathology test - on (B)(6) 2013: the tissue is labeled "endometrial biopsy" and is received in formalin and consists of a brown glistening clot-like fragment of tissue that measures 3 cc in volume. It is submitted in entirety in a. B. The specimen is labeled "endometrial biopsy" and was submitted fresh. After discussion with dr. Hernandez, it was determined to put the specimen in formalin. It is a similar fragment of tissue to a that is 1 cc in volume. It is completely submitted in b.; on (B)(6) 2016: b: the representative sections demonstrate benign fallopian tube tissue without pathologic features. The representative sections demonstrate benign fallopian tube tissue without pathologic features. Sections demonstrate a single fragment of benign peritoneal tissue. No endometrial-type tissue is identified. Deeper sections of the biopsy will be obtained. Sections demonstrate blood, fragments of benign endometrial tissue, and fragments of benign cervical tissue. The endometrial tissue consists of surface epithelium, benign tubular glands, and cellular stroma. No epithelial cell atypia or stromal cell atypia is identified. No areas of complex hyperplasia or malignant tumor are identified. There are some fragments with features consistent with placental site nodule tissue. These fragments consist of hyalinized foci of degenerated intermediate tro phoblastic cells. Some of these foci are rimmed by chronic inflammatory cells. At least focally, the placental site nodule tissue appears to be associated with endometrial tissue. Pregnancy test - on an unknown date: negative. Ultrasound pelvis - on (B)(6) 2016: the right ovary measures 3.7 x 1.8 x 2.0 cm and demonstrates physiologic follicles and normal venous flow on pulsed doppler. The left ovary is only visualized transabdominally and measures 4.0 x 1.9 x 1.9 cm and demonstrates physiologic follicles and normal venous flow. Impression - anterior wall of the uterus is mildly heterogeneous which may reflect leiomyoma although no well-defined leiomyoma is definitely identified. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : pelvic pain, menorrhagia and bacterial vaginosis. Most recent follow-up information incorporated above includes: on 28-jan-2019: pfs and mr received. Reporter information were added and updated. Insertion date were updated. Medical history, lab data and concomitant drug were added. Event medical device removal were replaced with abnormal bleeding (vaginal), menorrhagia, bacterial vaginosis, migraines, headaches, pain, fatigue, weight gain, abdomen pain and patient doesn¿t underwent essure confirmation test. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("underwent surgery to remove the device") in a female patient who had essure inserted for birth control. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2016, 3 years 7 months after insertion of essure, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). Essure was removed on (B)(6) 2016. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.